Event description:
N/a.

Manufacturer narrative:
The suspected faulty doppler probe was received at getinge's national repair center (nrc). Upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,g7,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Inspection of the probe, vp8, was completed per the cardiosave service manual part number 0070-00-0639 revision n. The probe visually showed no signs of problems.the national repair center installed the probe into the doppler unit that is part of the cardiosave test fixture the doppler unit did not function per the cardiosave service manual revision n. The failure of the probe was confirmed. Retaining the probe in the national repair center per procedure number 0002-07-d008 revision ae. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
The getinge field service engineer (fse) tested the unit with a different pen which worked properly. The fse determined a replacement doppler probe was required. Repairs are ongoing and pending the purchase of a doppler probe replacement part. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during an initial inspection of the cardiosave intra-aortic balloon pump (iabp), the output of the doppler ultrasonic was low. There was no patient involvement, and no adverse event reported.